Event description:
It was reported that screw went through the plate, possible over tightening. Surgeon decided to leave the screw into the patient. No patient affected. Delay of 20 minutes.

Manufacturer narrative:
The affected d-rad 1.8mm locking peg was not returned for evaluation. Without the return of the actual product involved and no batch information available, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.